Event description:
It was reported that this right ventricular (rv) lead tachy therapy was turned off due to noise oversensing that had been resulting in inappropriate anti-tachycardia pacing and episode storage. However, no inappropriate shocks were delivered. Subsequently, this rv lead was surgically abandoned and replaced due to the mentioned issue. No additional adverse patient effects were reported.